Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed preventive maintenance and failed fluid del multiple times after trying to calibrate. Exceeded more than I have ever seen 15/16 ml. I do not trust this pump. There was no patient involvement.